Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced difficulty charging as the ipg migrated due to the postoperative brace. The patient underwent a revision procedure wherein the ipg was adjusted in the same pocket. No device was explanted.